Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation. Device not returned.

Event description:
It was reported that the pump battery was observed to be depleting quickly and subsequently shut off due to the battery issue. Review of the pump data by tandem technical support showed that the battery dropped from 75% to 5% after being connected to a power source. Customer reported blood glucose level was 74 (mg/dl). Reportedly the customer has manual injections as alternate insulin therapy until the replacement pump is received.

Manufacturer narrative:
The investigation has been completed and the reported issue was confirmed. In addition, a different issue was also found.